Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to supra ventricular tachycardia (svt). The patient presented to the emergency room and was admitted to the intensive care unit. It was found that the device had been programmed with the default settings. The settings were reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. An attorney alleges the patient experienced "sixteen inappropriate defibrillations from" the patient's device "for sinus tachycardia at rates of 170-180 bpm." Further alleges the patient experienced "significant post-traumatic stress disorder due to the multiple ICD shocks". The patient was placed on medication for stress disorder. The attorney alleges the patient "suffered further heart damage", "pain, suffering and mental anguish" as well as "weakness, lethargy and the loss of ability to enjoy life" and that "life expectancy and quality of life was greatly reduced".

Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device has been explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.